Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. The main component of the system, other applicable components are: product ID: 3387s-40, lot# v009961, implanted: (B)(6) 2006, product type lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006-, explanted: (B)(6) 2017, product type: extension. .

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient was still having tremors. The patient was better up until the first of the year of this report. The old ins was checked and it needed to be changed, as it was implanted in 2006. The ins and extension were replaced in (B)(6) 2017. The plan was to next replace the lead, but the patient was getting an MRI first. No further complications were reported. Refer to manufacturer report #3004209178-2017-19539 for details pertaining to the reportable related event.